Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 2.0 x 20mm maverick balloon catheter, a 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment but resistance was encountered. The device failed to cross the lesion and it was noted that the stent strut was damaged. The procedure was completed with a non-bsc device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 2.75 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found mid-stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 2.0 x 20mm maverick balloon catheter, a 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment but resistance was encountered. The device failed to cross the lesion and it was noted that the stent strut was damaged. The procedure was completed with a non-bsc device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
D4 updated: 1. Lot number updated from 0027278187 to 0026857215. 2. Expiration date updated from 04/27/2023 to 02/09/2023. (H4) device manufacture date updated from 4/27/2021 to 02/09/2021.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilatation with a 2.0 x 20mm maverick balloon catheter, a 2.75 x 24mm synergy xd drug-eluting stent was advanced for treatment but resistance was encountered. The device failed to cross the lesion and it was noted that the stent strut was damaged. The procedure was completed with a non-bsc device. There were no patient complications and the patient status was stable.